Manufacturer narrative:
Findings: a47 alarm noted on alarm history screen due to corrupted history file. Unable to upload to carelink pro due to corrupted history file. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer are unable to upload the insulin pump to carelink due to a message that says transfer failed. The customer's blood glucose level was 97 mg/dl. The customer stated that they tried multiple times. The customer was advised that the insulin pump will need to be replaced. The customer was advised that we are sending sd swap.